Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: a review of the device noted an opening assessed as an unidentified tear. The shell thickness was within specification. A piece of the shell was missing and assessed as inconclusive. Additional observations noted white particles on the surface of the shell.

Event description:
Patient reported left side rupture confirmed by an ultrasound, "a lot of pain", "silicone has leaked into lymph nodes by armpit", and the patient is "very distressed about the health consequences and prospects of cancer". The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported rupture confirmed by an ultrasound, "a lot of pain", "silicone has leaked into lymph nodes by armpit", and the patient is "very distressed about the health consequences and prospects of cancer". The device remains implanted. This relates to the left side.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side rupture and silicone migration . Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.